Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted customer over the phone troubleshoot, the au480 clinical chemistry analyzer. During phone troubleshooting it was found that some parts were aged and needed replacement. The cts advised customer to replace the electrodes and sample probe. The probable cause of erroneous results was identified as defective sample probe. The customer confirmed that replacement of sample probe resolved the issue. No further issues were noted. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case (B)(4). Note: the customer reported erroneous results for on two (2) event dates. This report addresses erroneous results for (B)(6) 2026; the beckman coulter identifier is case (B)(4) addresses erroneous results for (B)(6) 2026.

Event description:
The customer reported the au680 clinical chemistry analyzer generated erroneous low ion selective electrode (ise) patient results on (B)(6) 2026 for sodium (na), potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. The customer reported erroneous results occurred on two (2) different days. There was no report of change to treatment, injury, or death associated to this event.